Event description:
The healthcare provider (hcp) reported that the patient had their system removed due to infection on (B)(6) 2003. There were no device allegations related to this event and the patient is now being implanted with a new system. Indication for implant is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that he had a staph infection, (B)(6). The patient reported that he had the device removed and he thought that they took the entire system out. The patient reported that he finally got clearance of the infection this year. The patient reported that this happened in the first part of 2004. No further complications were reported.

Event description:
Additional information was received from the patient. (B)(6). No further complications were reported/anticipated.